Event description:
Per the audiologist, the pt reported no sound (date not reported) when using the cochlear implant system. No trauma was reported. Exchanging the external equipment did not solve the problem. Results of an integrity test done (date not reported) were inconclusive. Explant/reimplant surgery plans were not reported at the date of this report, jan 23 2009.